Event description:
During the procedure; the physician selected deltapaq 2.5x6 coil. However; the 2.5x6 size coil was inappropriate so he tried to re-sheathing but it didn't work. The coil pusher wire and sheath didn't combine. Failure analysis found the proximal section of the coil to be stretched and flattened.

Manufacturer narrative:
The unsheathed dpu and coil were loaded into the hoop causing severe damage. Located off the proximal end at 174.5 cm and 184.5 cm are two severe kinks to the core wire. This was caused by loading an unsheathed device into the hoop. The proximal length of the coil was stretched and "flattened". The distal section of the coil is undamaged. Located off the proximal end of the sheath, there is severe mechanical sheath damage. The coil and device positioning unit (dpu) were returned severely damaged. The most likely root cause of the resheathing difficulty was due to mechanical sheath damage resulting in an opened skive. This allowed the dpu to protrude outside the sheath. In this condition resheathing is not possible. The circumstances of how and when this damage occurred can not be determined. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.